Event description:
During an in clinic follow up, following a right atrial (ra) lead revision the previous day, it as noted the (ra) lead had become dislodged again. The device was programmed into back up mode. A ra lead revision is anticipated but has not yet been performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received indicating the right atrial (ra) lead was explanted and replaced to resolve the event. The patient was stable.